Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion that developed into cardiac tamponade and additional intervention was required. During a procedure to treat bradycardia and some atrial fibrillation (afib) discrete moments in the right pulmonary veins (rpv), an intellanav stablepoint open-irrigated catheter was selected for use. The physician therefore decided to perform cardioneuroablation (cna) and do a electrophysiological study (es) to induce afib in the lab. Performed all the cna in the right atria without any other issues. Went to the left atria (la) by transseptal puncture. Mapped the la and decided to do some cna lesions in the anterior/septal wall. Again, without any other issues. In the es, afib was induced and, with the map that was obtained, it was observed that the problem was coming from the right pulmonary veins (rpv). Therefore, patient was cardioverted and got the wide area circumferential ablation (waca) around those. But, in the roof towards to the anterior portion of the right superior pulmonary vein (rspv), the physician was not getting enough coupling to the tissue. Decided to move and reach this part from the anterior wall other than following the posterior to roof line that she was performing. At this point, almost 30g of contact was obtained and made 2 lesions. Those were a little "off" compared to the atrial "shell". After a few minutes, physician managed to close the gap with 3 other lesions that were far from these 2 mentioned. In complement, in a few moments, physician was navigating in a void that was not part of the mapped la. It was something strange, but the procedure was completed successfully. When the last fluoroscopy picture was attached in the patient's records, the physician saw that the patient had that "pumpking shaped heart", a lot of liquid in the pericardial space and almost no action from the heart itself. By that time, interventional actions took place to drain this and allow the heart to beat on its own. The physicians drained almost 450ml of blood from the pericardial space and went to cardiological surgery to close the puncture. Open chest surgery was required to stitch the tamponade. Puncture was in the anterior part of the rspv. Patient is expected to fully recover. Catheter is not expected to be returned as it was disposed.